Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced hyperglycemia after meals with a cgm reading up to 369 mg/dl while a contemporaneous fingerstick measured 301 mg/dl, followed by an overnight hypoglycemia of 60 mg/dl and subsequent rebound hyperglycemia; no infusion site failure, occlusion, bubbles, leaks, expired insulin, or disconnection were evident, and no alarms indicated insulin suspension. Symptoms included hyperglycemia and hypoglycemia. Outcomes included self-management with oral carbohydrates, continued use of the ilet, and education on site management, cgm interpretation, and system adaptation, without hospitalization or professional medical intervention. Investigation included technical troubleshooting with the user, review of cgm versus meter values, confirmation of proper infusion set use and replacement, and consultation with the cgm manufacturer. Investigation of this case revealed no device malfunction, no infusion set or tubing anomaly and expected early adaptation behavior of an automated insulin delivery system. It was concluded that the event involved variable glycemic control during initial adaptation with root cause of the hyperglycemia and hypoglycemia unclear, with appropriate user education and follow-up provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.